Manufacturer narrative:
B3: event date is not known. It was reported as asked but unknown. G4: octopus is PMA exempt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an octopus tissue stabilizer device, it was reported that it would not connect to the attachments and fell apart when opening it to prepare for the operation. The device was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the device was found to be defective when opened. It was never mounted. The device was not able to be securely connected to the retractor. The arm was not able to be tightened using the whale tail. The whale tale was not attached to the rest of the body; it pulled out of the body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of loose material taped to the tray. The tip attachments were installed and were able to be secured they did not fall out. Reason for return was confirmed for loose material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.